Manufacturer narrative:
No evaluation was performed as the device has not been returned at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the system did not alarm the surgeon, and resulted in patient nerve damage. No additional complications were reported as a result of the event.